Manufacturer narrative:
Device not returned.

Event description:
Reportedly, this device was explanted at implant due to physician having difficulty placing suture into the ring at commissural area. When parachuting device into place the commissural suture pulled through the annulus.